Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed and shows no abnormalities related to the reported issue. Failure analysis - the mlx 300w xenon lightsource was received in used condition. The reported problem was duplicated. Evaluation of the xenon lightsource identified that the top trim, mirror holder, left side panel, lamp and power supply unit (psu) required replacement. Root cause analysis - the complaint reported by the customer was confirmed. The issue of this xenon lightsource overheating was most likely due to a damaged mirror holder. This is most likely due to rough handling/environmental damage. The top trim, mirror holder, left side panel, lamp and psu have been replaced. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay has been reported.